Manufacturer narrative:
The ratchet handle was returned to the manufacturer for evaluation. Testing found that the ratcheting mechanism was damaged, rendering the unit non-functional. Additionally, the tool retention mechanism of the instrument was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the ratcheting handle was damaged. There was no patient present when this issue was identified. No additional information was provided.